Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Unit had normal operating currents and no unexpected off no power, low battery, or battery out limit alarms noted. Unit had cracked case at display window corner, minor scratched lcd window, and broken reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed battery out limit. After replacing the battery, the keys on the insulin pump were unresponsive. Customer's blood glucose level was 145 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.